Event description:
It was reported that during deployment of a vena cava filter from the femoral vein, the filter failed to fully expand. A snare was used to successfully retrieve the filter from the jugular vein and another filter was successfully implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.